Manufacturer narrative:
Device evaluation: the lens was returned dry, in micro centrifuge vial. Visual inspection found one haptic torn and the lens had a curved shape. There was evidence of debris and residue on the lens surface. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2 mm vicm5_13.2 implantable collamer lens, -12.00 diopter, in the patient's right eye (od), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.